Event description:
While pt was on bed rest at the maternity ward the bed began to throw smoke and sparks of fire. The pt didn't receive any injury in this event. The bed was removed from use immediately after the event for evaluation.